Manufacturer narrative:
Date of event: unknown. Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 5th related complaint for clog & the 2nd related complaint for bent npe on lot # 8275940. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were bent and unable to deliver insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 320122 batch no. 8275940. It was reported that insulin stops flowing during injection. When removing a pen needle that stops working, the non patient end is bent. This complaint has been split into pr (B)(4) to record same issues of clog and non patient end bent on occurrence date of (B)(6) 2019. Verbatim: consumer reported during injection, medication will stop flowing before she receive her full dosage. Stated she has to use a second pen needle to complete the dosage. Stated she injects 3 times per day. Lantus at night, (60 units), victoza in the morning, (18 units) and humalog at lunch time, (14 units). Stated she does run into the issue with all three medications but it occurs more when taking lantus. Stated when she removes the pen needle that is not working, the non patient end is bent over. Does not prime before use. She provided one occurrence date, last saturday, (B)(6) 2019 but she did not have occurrence dates for other times its happened. It only involved one box, one lot: 8275940, item: 320122, expiration date: 2023-09-30. Discarded samples.